Event description:
It was reported that a spectrum pump had a failed downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed 'downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.